Event description:
It was reported that the rasp collar fractured during the preparation of the prosthetic implant. The rasp remained in the femoral canal and then removed without a problem. No known impact or consequence to the patient.

Manufacturer narrative:
(B)(4). G2: foreign: italy customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Manufacturer narrative:
Upon receipt of additional information, it was determined this product should not have been reported under this MFR number. This report should be voided, and a corrected report will be filed under MFR number 1822565 zimmer.

Event description:
No additional event information to report at this time.